Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 138 ohms. Technical services (ts) reviewed and stated that the high shock impedances were noted since earlier this year and again couple of months ago. There seems to be lot of fluctuation in the impedance values. Ts recommended to have seen the patient in clinic for evaluation and consider commanded shock. This rv lead remains in service. No adverse patient effects were reported.